Event description:
A malfunction occurred with the pump, as reported by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. The customer contacted technical support, who assisted in resetting the pump and provided instructions for future occurrences. There was no recurrence of the malfunction after the reset, and the customer continued using the pump following the guidance provided by technical support.